Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 12 years and 9 months post implant of this bioprosthetic valve, the valve was explanted and replaced. The patient reported having increased shortness of breath and stated "the valve wore out". No further adverse patient effects were reported.